Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not closing. The technical support specialist confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation system the refrigerator was not closing. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.